Manufacturer narrative:
H:6 codes: no product will be returned for evaluation.

Event description:
The patient stated that three years ago she had an infection at her infusion site on her thigh. She stated "I think it got irritated from carrying a toddler." She stated she eventually had to see a surgeon who had to remove the infected tissue. The surgeon packed the wound and administered antibiotics. The patient stated that after the procedure the wound healed and left a scar. She was advised by her physician to no longer use her thigh as an infusion site. The patient's blood glucose was not affected. No product will be returned for evaluation.